Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: v amc3838c100tu, serial/lot #: (B)(4) ubd: 08-jun-2019, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a thoracic aneurysm. A valiant navion stent graft was implanted during an endovascular aortic repair approximately 3 years post the index procedure. The navion graft was implanted distally to the existing grafts. It was reported approximately 5 years post the index procedure follow up CT identified a type ia endoleak. Core lab review of CT imaging from 09-sep-2022 for the navion stent graft identified new stent ring enlargement of +1.4mm. No endoleak, stent fracture, stent ring migration or aortic enlargement were identified. A type ia endoleak was observed on a non navion device. It was noted the non navion device was not a bifurcated device. A planned intervention one month post imaging (tevar repair for the type ia endoleak with laser fenestration and lsa stenting) was aborted due to resistance of stent graft through the iliac vessels bilaterally. A left and right occlusion occurred leading to emergent exploratory embolectomy, patch angioplasty and endarterectomy. The cause of the type ia endoleak and stent ring enlargement is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information: it was reported that CT performed approximately 5 years and 9 months post implantation of the valiant captivia stent grafts, showed that the type ia endoleak is relatively stable, and with the patient's advanced age and complication during previous attempted repair, there is no further intervention planned. The patient will be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: the corelab is unable to determine which non navion device the endoleak is associated with medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information ; corelab review of CT imaging at 40 months post navion implantation identified a persistent stent ring enlargement of +1.3mm on ring 6 of device (B)(6). There was no endoleak, no stent ring migration and no aortic enlargement observed. The maximum aortic diameter measured 66.5mm the image was noted a not examinable for fractures due to overlaps. A persistent non-navion type ia endoleak was identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information: it was confirmed the valiant captivia grafts were implanted to treat a large 57mm descending thoracic aneurysm. The proximal aortic diameter at the subclavian artery measured 28mm and 29mm in length. Thrombus/calcification was noted at the proximal implantation site. Follow-up studies had demonstrated the distal aorta below the level of the prior graft had significantly increased in size and thus the navion graft was implanted to extend the previous graft. The vamf36 x 36 x 200 was implanted at the subclavian artery and extended down into the descending aorta. The vamc38 x 38 x 100 graft was then positioned overlapped and brought back into the mid to distal portion of the proximal descending aorta above the mesenteric vessels. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.